Manufacturer narrative:
Investigation results: a visual evaluation of the returned expect pulmonary olympus found that distal tip of the needle was broken and detached with both sections of the broken piece was bent at the location of the breakage. In addition the needle and sheath was found bent near the distal end of the handle. Functional evaluation revealed that it was difficult to extend the needle due to the kink on the device. The reported event of distal tip of the needle detached was confirmed. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used in the airways during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2016. According to the complainant, during the procedure the tip of the needle detached and lodged in the patient's airway. The needle tip was retrieved with forceps. The procedure was completed with another expect pulmonary endobronchial ultrasound transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used in the airways during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2016. According to the complainant, during the procedure the tip of the needle detached and lodged in the patient's airway. The needle tip was retrieved with forceps. The procedure was completed with another expect pulmonary endobronchial ultrasound transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.